Event description:
It was reported by the clinical support specialist (css) that the staff received possible helium loss alarms. There was a drop to the baseline of the bpw when it alarms; however, the bpw otherwise looked normal. There was no blood in the gas tubing and all the connections were well secured. The iab did failed the leak test. As a result, the iab was removed. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab leak suspected is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the staff received possible helium loss alarms. There was a drop to the baseline of the bpw when it alarms; however, the bpw otherwise looked normal. There was no blood in the gas tubing and all the connections were well secured. The iab did failed the leak test. As a result, the iab was removed. There was no report of patient complications, serious injury or death.